Event description:
A ventilator was returned to the manufacturer for routine preventative maintenance. There was no allegation of device malfunction. The device was not in patient use. During the evaluation of the device at the manufacturer's service center, a "ventilator inoperative " code was found in the ventilator's downloaded error log. The device's circuit board was replaced to address the issue. There was thermal damage to the harness and main circuit board. The device's circuit board and six pin harness were replaced to address the issue. The device passed final testing.